Event description:
It was reported that during the post-op check, the patient complained of pain and upon interrogation, the atrial lead exhibited loss of capture. It was noted that the lead had perforated the mid lateral wall resulting in hemothorax on the right side. A laparoscopic procedure was performed to remove blood from the perforated area. The lead was explanted and replaced on 5/13/14. The patient was in stable and good health.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.